Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient's remote monitoring communicator displayed a red call doctor icon, which can be indicative of a compromised therapy situation detected in the implanted device. After troubleshooting and performing a patient-initiated interrogation, the communicator stopped displaying red lights. This device remains in service. No adverse patient effects were reported.